Event description:
It was reported that model zct300 diopter 18.0 intraocular lens (iol) was explanted from patient's left eye due to wrong size of lens. No vitrectomy was performed and incision was not enlarged. A new lens was placed, model zct150 with same diopter (serial number (B)(4)). No patient complications occurred; however, patient had some swelling on surgery date. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.